Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A bubble was discovered in the soft silicone section of the tubing. It was discovered during troubleshooting a pump alarm and reportedly the patient, who was on a ventilator, had been coughing bad. No IV pushes or flushes were ordered. The nurse thinks the bubble occurred due to the coughing. No patient harm or medical intervention occurred. No further patient/event information was reported.